Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer has not requested getinge service in connection with this event. However, additional information is being sought, and a supplemental report will be submitted, if necessary.

Event description:
The customer reported that they broke the fill port on a unit they were attempting to use and then requested a rental unit. It was then reported that a getinge therapy specialist later spoke with the customer and was advised that the intra-aortic balloon catheter (iabc) was inserted in the ICU and the fill port was found to be broken off when troubleshooting was done for an autofill failure. A getinge emergency support lead coordinator followed up with the customer to clarify details of the event and learned that the patient expired after being supported on a second unknown intra-aortic balloon pump (iabp) which was switched out by the perfusionist when he arrived on the scene. In addition, the customer did not call for assistance until after the patient was receiving support on the second console. The patient's death has not been attributed to the iabp. This report is for the 2nd iabp console that the patient was transferred to which was providing the therapy at the time of death. Refer to related reports 2249723-2019-00500 and 2248146-2019-00248.